Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery would not charge appropriately. No reported adverse impact to the customer's blood glucose. The customer attempted to charge the battery once more and it was able to successfully charge.